Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of an unknown length thoracic dissection. It was reported that approximately six months later the patient presented emergently and a new entry tear was observed near the distal edge of the valiant stent graft and the dissection lumen had expanded. An intervention procedure was carried out and a non-mdt stent graft was implanted to extend to the distal side as treatment. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.